Event description:
On (B)(6) 2013, the pt had a laparoscopic low anterior resection for a diverticular stricture at the rectosigmoid junction. Pt did well and was sent home on post-op day 3. On (B)(6) 2013, pt was having a bowel movement and experienced sudden onset of severe pain. Was taken to the emergency room where physical exam and labs were consistent with possible sepsis. Pt taken to the operating room, abdomen opened where a significant amount of purulence and feculence was washed out. Entire bowel run with no problems found until site of the colorectal anastomosis was reached. The compression ring that was used to perform the anastomosis was present at the rectal junction open to the abdomen and was easily removed without any force. Anastomotic disruption suspicious for failure of the compression stapling device.